Event description:
At the end of the procedure, the suction button became fixed in the depressed position. After some manipulation, we were able to free up the button and complete the case. The suction button was removed with some difficulty. During post procedure cleaning of the scope, a brush end was found lodged in the suction port.